Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 850 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer stated that he did not change his infusion set within the 2-3 day recommendation, which caused his blood glucose levels to be elevated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.